Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to liquid ingress throughout the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the monitor malfunction. Update as of 10/01/2021: device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. No adverse events occurred from the charger malfunction. Update as of 10/01/2021: device evaluation of battery sn (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the battery malfunction.

Event description:
A us distributor reported that a patient's monitor will not power on. Update as of (B)(6) 2021: a us distributor also reported that the patient was receiving charger faults and that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to liquid ingress throughout the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor will not power on.